Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6), inratio: 2.6, lab: 5.9; (B)(6), 2.4, 3.0. Pt self tester performed tests at home and then traveled to the lab where blood was drawn for comparison.

Manufacturer narrative:
Investigation pending.